Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An MRI tech reported that the patient was unable to communicate with their implantable neurostimulator (ins) using their programmer. The patient hasn't been using their stimulation for years and had other means of pain control. The patient indicated that they recharged the previous night for a few hours, but the caller believed that the patient hadn't recharged for many months/years. Additional information received from the patient. It was reported that the patient was unable to connect their programmer to their ins to put their ins in MRI mode. They spoke to a representative who told the patient how to do a trickle charge. The patient performed a trickle charge overnight and they attempted to connect their programmer to their ins and the programmer showed a warning power on reset (por) message. The patient was walked through the steps to clear the informational por but they were not successful because it was a warning por. The issue was not resolved through troubleshooting. Additional information received from a manufacturer representative and a healthcare provider. It was reported that the patient had an MRI at the healthcare provider's facility in (B)(6) 2020 of their neck and brain and it was noted that MRI mode was activated prior to this scan without any issues. The patient was now needing an MRI of their brain and the patient was given a letter written and signed by a doctor stating that the patient's ins had not been functioning for 4 years. The patient's controller would not communicate with the ins because the ins battery was dead. The healthcare provider did not know how long the ins battery had been dead. A representative reported that the patient's system hadn't functioned for 3-4 years. Another healthcare provider called in and was inquiring if the patient could have an MRI. The patient had their device "reset" by a representative three times and they were told now it can no longer be reset and would need to be replaced. It was reviewed that if the ins had reached end of service (eos) then the patient would not be able to activate MRI mode with their programmer.